Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent incisional hernia repair surgery and repair of fistula on (B)(6) 2019 during which the surgeon noted during reduction of the hernia contents, the surgeon encountered a fistula between the mesh, sutures and small intestine. The umbilicus was incised and debrided and following a washout was packed and dressed. It was reported that the patient experienced severe pain, infection, fistula, loss of appetite, stress and anxiety. No additional information is provided.